Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent a surgical procedure on (B)(6) 2014 and suture was used. The needle broke at the swage during the first passage of knotted suture. The piece of the needle did not remain in the patient's tissue. There were no adverse patient consequences.